Event description:
Lens was removed due to opacification. The same style lens and diopter was implanted.

Manufacturer narrative:
See MDR 1920664-2009-00300 for the delivery device used with this intraocular lens.